Event description:
It was reported that the patient had atrial fibrillation (af) which developed into ventricular tachycardia (vt), then the arrhythmia spontaneously terminated. However, the implantable cardioverter defibrillator (ICD) device detected and delivered shock therapy even after the arrhythmia spontaneously terminated, which induced more vt episodes and resulted in additional shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2009; 419388, lead, implanted: (B)(6) 2009. (B)(4).